Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a a4 a6 b3 b5 d1 d4 g1 h6. Continued a6 race: white. Continued d4 additional serial number: (B)(4)(reported number does not populate).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left upper and lower abdomen, bilateral bra rolls on (B)(6) 2018, (B)(6) 2019, and (B)(6) 2019 using the cooladvantage coolcurve, cooladvantage petite, coolcurve system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and upper flank areas, and presented with possible paradoxical adipose hyperplasia.